Event description:
Unable to remove the delivery system: the main bifurcated stent-graft was inserted through the right femoral artery. After the ipsilateral limb was fully deployed, the main bifurcated stent-graft delivery system was attempted to be removed, leaving the introducer sheath behind as a working catheter. However, during removal, the tip of the delivery system was caught on the hemostasis valve and unable to be withdrawn. The physician determined that it would be dangerous to withdraw forcefully any further and decided to remove the entire delivery system. The delivery system was removed completely and replaced with a dryseal (gore, 18 fr) introducer sheath to continue the procedure. The contralateral leg extension stent-graft (at-l1515100) and the ipsilateral leg extension stent- graft (at-l1517120) were then implanted successfully and balloon modeling was performed. After confirming that there was no endoleaks, the procedure was completed successfully. Operation type: evar. ((B)(4)). Patient outcome - "there was no harm to the patient health."

Event description:
Unable to remove the delivery system: the main bifurcated stent-graft was inserted through the right femoral artery. After the ipsilateral limb was fully deployed, the main bifurcated stent-graft delivery system was attempted to be removed, leaving the introducer sheath behind as a working catheter. However, during removal, the tip of the delivery system was caught on the hemostasis valve and unable to be withdrawn. The physician determined that it would be dangerous to withdraw forcefully any further and decided to remove the entire delivery system. The delivery system was removed completely and replaced with a dryseal (gore, 18 fr) introducer sheath to continue the procedure. The contralateral leg extension stent-graft (at-l1515100) and the ipsilateral leg extension stent- graft (at-l1517120) were then implanted successfully and balloon modeling was performed. After confirming that there was no endoleaks, the procedure was completed successfully. Operation type: evar. (B)(4). Patient outcome - "there was no harm to the patient health."